Event description:
The customer reporter that during routine maintenance on his hd autoclavable camera head, the image stopped showing up. According to the initial reporter, the display totally greyed out. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user's report was confirmed. The image was not showing up on the screen due to a faulty charged coupled device unit. Additionally, kinks and a knot were noted on the cabling along with a corroded connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the faulty charged coupled device unit could not be identified. Olympus will continue to monitor field performance for this device.